Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that on (B)(6) 2017, a patient was hospitalized for peritonitis. Upon follow up with the nurse, it was stated that the patient's catheter cap snapped off in the car door and the catheter itself was not damaged or replaced. The patient applied plastic wrap and tape to the catheter. While administering her treatment that evening, she removed the plastic and connected her patient line. The nurse confirmed that the source of the peritonitis was aseptic technique and the patient is now recovering.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: a temporal relationship exists between pd therapy with the liberty cycler/fmc cassette and the patient¿s peritonitis event. However, there is no evidence to support the liberty cycler/fmc cassette caused the pt¿s peritonitis infection. The pt¿s peritonitis is most likely related to a breach in sterility when the pt. Accidentally broke the end cap of the pd catheter (not a fresenius product) and applied plastic wrap/tape to the exposed catheter end. The pt. Proceeded with ccpd treatment without notifying the pd nurse which may have prompted prophylactic treatment to mitigate peritonitis infection.

Event description:
A peritoneal dialysis nurse reported that on (B)(6) 2017, a patient was hospitalized for peritonitis. Upon follow up with the nurse, it was stated that the patient's catheter cap snapped off in the car door and the catheter itself was not damaged or replaced. The patient applied plastic wrap and tape to the catheter. While administering her treatment that evening, she removed the plastic and connected her patient line. The nurse confirmed that the source of the peritonitis was aseptic technique and the patient is now recovering.